Event description:
A user facility reported that the visera tracheal intubation videoscope canal is crushed. The event occurred during reprocessing, prior to a therapeutic procedure. During a standard service inspection of the customer returned device, insertion tube peeling was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, insertion tube peeling was noted. In addition, light guide lens peeling cement, bending section cover peeling, insertion tube buckling, light guide tube squashed/scratched, scope connector protector cut, and light guide loose were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state the following: "do not bend, hit or twist the insertion section, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result." Olympus will continue to monitor field performance for this device.